Event description:
It was reported that since the pt began using her scs system it has affected her blood sugar levels, her vision, her insulin pump and her cell phone. She stated anytime she touches something metal, she gets "knocked out". She also stated the system has caused her to break out badly. The physician stated the blood sugar levels could be affected due to the stress of surgery and postoperative healing. The pt's chart stated the surgical wound was healing well. It was also reported the pt felt overstimulation from the device and the device stayed on for two days even though she had turned it off. She reported she has turned the stimulation off and would like her system removed. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.